Event description:
The blood glucose monitoring device generated a result of "lo" and tested back to back with a result of 140 mg/dl. It was reported customer did not have any signs of low glucose. Reporter stated no actions were taken and no treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.